Event description:
Last year during routine preventive maintenance by several biomedical technicians on the 572 outlook 200 infusion pumps by b. Braun. Biomed discovered 223 pumps had defective pole clamps that would not properly secure to the roll around poles. We sent approximately 75 defective pole clamps to b. Braun for investigation. The b. Braun representives were on-site and verified problem. There has been no response or follow up from b.braun in over 18 months regarding the defective pole clamps.